Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's left arrow button were unresponsive. Customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was moving with no input. Customer stated that using the up arrow allows them to navigate screens. Customer stated that an alarm was not in progress at the time the button was unresponsive. Block mode was not active. No harm requiring medical intervention was reported. The device will not be returned for analysis.